Event description:
Customer called in and stated the hpmk is causing burns and that in one incident the casualty required a skin graft. Hpmk is nar item number 80-0027.

Event description:
Customer called in and stated the hpmk is causing burns and that in one incident the casualty required a skin graft. Hpmk is nar item number 80-0027.